Manufacturer narrative:
Qn#1900049226. The original initial report, submitted on (B)(6) 2016, was submitted on time and accepted through the emdr system. This report is re-submitted due to an FDA request to submit the initial report with the corrected MDR number. The correct MDR number for this report is 8040412-2017-00050. Other remarks.

Event description:
The customer alleges that the device did not pass the leak test on the evita ventilator. The leaking occurred where the two halves are joined. The alleged issue was detected during pre-testing.